Event description:
The customer received a blood glucose reading of "hi" mg/dl from his contour meter and a reading of 71 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.